Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture and folds. Device remains implanted.

Event description:
Patient reported right side rupture and folds. Patient later reported "absence of signals that indicate rupture". Patient representative reported right side "capsular contracture baker grade IV", ¿hardening of the fibrous capsule around the breast implants, causing intense pain and deformity¿, ¿extensive and thickened fibrosis of the capsule around the implants", and "contracture was particularly severe, with evidence of chronic inflammation and inadequate scarring around the implant." Device was explanted.

Manufacturer narrative:
Corrections to b5, b6, d6b, h6, and h11 from the previous supplemental medwatch: previous supplemental medwatch reported information that did not belong to this record and has been reported in mrn 9617229-2024-06636. All information relevant to this record has been re-submitted in this medwatch. It has been determined that the events of rupture a0412 and seroma e0307 did not occur to the patient/device in this record. These events will be un-reported. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV. Additional, changed, and/or corrected data: b3, b5, b6, d6b, g2, h6, h11.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ capsular contracture-breast: unable to observe since it is not related to the device. ¿ seroma-late-breast: unable to observe since it is not related to the device. ¿ crease/folding of implant-breast: not observed. ¿ malposition-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side rupture and folds. Patient reported right side severe pain, changes in shape and rotation, capsular contracture baker grade IV, discrete radial folds, and minimal perimplant seroma. Device has been explanted.